Event description:
Pt reported experiencing an ocular burning sensation with blurry vision, followed by a temporary loss of eyesight, after using complete brand multi-purpose solution in a newly designed bottle. The pt had successfully used the product in the past and did not have anu problems until opening this particular bottle. It was confirmed that the pt soaked their "new" lenses (only a couple of days old) for a minimum of six hours, and rinsed them prior to installation. According to the pt report, their vision became blurry while they were driving at night. They thought their contacts needed more rinsing, so they rinsed them, however their vision slowly worsened until they lost eyesight within ten minutes, except for a "big light with blue around in (circle)". They called 911 after pulling over to the side of the road. The dispatcher contacted a member of the pt's family who brought pt to the emergency room. Reportedly, the emergency room doctor said it was "like a chemical burn" and gave the pt medications and sent pt home. They said that the following day they rec'd add'l treatment from a "specialist". They said they began to improve, and regained their sight two nights later, although it was blurry at first. After completing treatment, they reported that they had fully recovered and the specialist confirmed that there was no damage. According to the pt report, both the emergency room doctor and the specialist feel the event was caused by the complete solution. However, co has not confirmed this statement, or any details of the pt's experience, with the doctors yet. When amo first rec'd the pt report, it was an unexpected, unconfirmed event. The co made several unsuccessful attempts, including 3 letters and 2 phone calls, to obtain physician contact info. The co finally rec'd contact info from the pt for only one of the two doctors, the co sent a letter to the doctor requesting medical evaluation, however no reply has been rec'd. The co also attempted to reach doctor by phone, but they did not return the call. The pt seems more concerned with obtaining reimbursement for their medical expenses than finding out if there was a problem with the product. They refused to return the complaint unit to the co for testing until they can confirm reimbursement. Since co has not been able to test the complaint unit, the co has requested that retains be tested at the mfg site. Corrective treatment: according to pt report, the emergency room doctor prescribed ocuflox four times per day, eye drops (name unknown) for pain twice per day, an eye gel (name unknown) once each night, and motrin. The specialist administered a one-time instillation of another "strong medicine" during the pt's office visit. The pt did not know the name of the medication or what it was for, but they think it was probably for pain.